Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked on the bristles and bits of white plastic [choking]. Brush heads completely fall apart [device breakage]. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, 3 different oral-b brushheads, version unknown completely fall apart after 5 seconds of brushing. He almost choked on them but quickly spat out all the bristles and bits of white plastic. The case outcome was recovered. No further information was provided.